Event description:
Boston scientific received information that this device exhibited a magnet rate of 90 ppm and a longevity estimate of one year. The patient was brought back for a six month follow up appointment and the battery now is at end of life (eol). The physician is concerned that the battery depleted early. The patient was not pacemaker dependant and no adverse patient effects were reported. Additional information was received that this device was explanted one week later. A new device was successfully implanted. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors that may influence the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated as a result of increased threshold measurements which caused the device to recalculate the declaration of ert based on the increased current demand.